Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# j0120814v, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a, lot# j0120814v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
It was reported that the patient was having their stimulator system removed on the day of the report. The implant was not covering the patient¿s pain prior to the stimulator not working. They were going to try trialing the patient again for a new system. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.